Manufacturer narrative:
Zoll has received the autopulse platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua) 16" (timeout moving to take-up position) error message upon power up. User was unable to clear error message. No patient involvement.

Manufacturer narrative:
The reported complaint of a user advisory - ua16 (timeout moving to take-up position) error message on the autopulse platform (serial #34488) was confirmed during the initial functional testing and archive data review. The investigation findings revealed that the root cause of ua16 was due to seized brake gap in which is likely attributed to normal wear and tear. Based on the platform's archive, total powered cycle is 355, which approximately 355 powered up in 5 months (date: 06/19/2019-date: 11/20/2019 ) and based on service history, no preventive maintenance was performed. Unrelated to the reported complaint, a damaged front enclosure was observed during visual inspection. This type of physical damaged on the ap platform probably caused by mishandling. The damaged enclosure was replaced. During archive data review, ua16 was recorded on the event date, thus; confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua16 (timeout moving to take-up position) displayed upon powering on. Thus, confirming the reported complaint. To remedy ua16, the brake gap was un-seized. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaint for autopulse with serial number (B)(6).